Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high impedance, loss of sensing and loss of capture since (B)(6) 2011. The lead was capped and replaced during a routine pulse generator change out.